Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d8 was this device serviced by a third party?: previously reported as no ; updated to unknown e1 initial reporter contact / address / phone numbers e4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown g3 date received by manufacturer: previously reported as 07/23/2021 ; updated to 07/19/2021

Manufacturer narrative:
Additional information was received on (B)(6) 2024 and section h11 should be reported as: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient shortness of breath. The patient did receive medical intervention in the form of a prescription for inhaler section b1 was corrected for product problem. (Bothe adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient shortness of breath. The patient did receive medical intervention in the form of a prescription for inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.